Event description:
It was reported that a patient underwent a anastomosis procedure on (B)(6) 2022 and suture was used. During the procedure, the thread was pulled off during use. Anastomosis inside the patient. It was mandatory to restart the anastomosis by the surgeon. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the surgeon restart the anastomosis during the initial procedure? Was a re-operation required for this patient? Were there any adverse patient consequences? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/1/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one needle and a bottom overwrap packet were received. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted on the body needle and no suture remnant could be observed in the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one bottom overwrap and an unopened sample of product code was received. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/10/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 additional information was requested and the following was obtained: did the surgeon restart the anastomosis during the initial procedure? Yes was a re-operation required for this patient? No were there any adverse patient consequences? No please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Not abailable name of index surgical procedure? Axillofemoral bypass surgery the diagnosis and indication for the index surgical procedure? Ischemia what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Arterial how was the suture placed (interrupted or continuous)? Continuous please describe any medical/surgical intervention required for this suture event including dates and results. Unk other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk